Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as fold flaw opening. And missing piece of shell assessed, as inconclusive. As per the investigation procedure: particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side intracapsular rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side intracapsular rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h6.

Event description:
Device has been explanted and replaced.